Event description:
A customer reported a delivery issue with a replacement freestyle libre 2 sensor. The customer had initially reported receiving a ¿sensor ended¿ error message while wearing the sensor. A replacement device was ordered; however, the replacement was not received and the customer was unable to monitor her blood glucose. Consequently, the customer became hypoglycemic and experienced a symptom of dizziness. The customer had contact with a healthcare professional and received medical treatment; however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.